Event description:
(B)(4). Very large ovarian cysts noted. Continue to have terrible burning pelvic pain. Chronic uti's, all over body pain, rash to palm of hands and soles of feet, low back pain and terrible mood swings.